Manufacturer narrative:
The device was returned to olympus and is pending investigation. The device will be sent out to a third party laboratory for microbiological testing. The root cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that the device culture tested positive for the following microorganisms: bacillus cereus and micrococcus luteus after being high level disinfected and reprocessed in a non-olympus reprocessor during the last three months ((B)(6) of 2016). There are no reported patient infections. The scope has been removed from service.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the device culture results. Based on the laboratory results the device tested positive for the micrococcus luteus. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with a boroscope and noted the biopsy channel was collapsed and a brownish stain was observed during inspection. The device failed the air leak test. A visual inspection was performed on the device and found buckles on the light guide tube and on the insertion tube between the 20 cm and 25 cm mark. There were dents and scratches noted on the c-cap. The glue around the nozzle, light guide lens and the objective lens were all in good condition. A microscope was used to inspect the device, and noted brownish stains in the interior of the light guide lens. A chip was noted on the light guide lens. Further inspection found discoloration on both sides of the bending cover adhesive. The interior glue on the metallic body was also noted be discolored (grey). Base on the investigation findings, the brownish stain found in the biopsy channel is most likely due to insufficient cleaning during the reprocessing of the scope. The instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿